Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the threads near collar. Bone debris presented on the external threads. Device history record (DHR) was not available electronically for the subject lot number (251900). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (251900) for similar event using keyword fracture implant and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant fracture.